Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient was reported as late (B)(4). The second proglide device is being filed under a separate manufacturer report number. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of product experience is not the result of a potential product related deficiency, a sampling of finished devices is tested to verify functionality of the device. The lot history record for this product was not reviewed because the lot number was not reported. It should be noted that a failure of the device has not been reported. In this instance, based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product and a definitive cause could not be determined. The device was deployed in a mildly calcified vessel, which can impede device deployment. In addition, the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The reported use of proglide device in an artery where a sheath larger than 8 fr was used is not consistent with the instructions for use (IFU), which states under indication for use, the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The suture may come out of the anatomy due to a number of factors including, but not limited to failure to capture, or incomplete capturing, or not capturing the tissue at all during needle deployment. Patient anatomical conditions such as a frail tissue may cause this mode of failure as well. However, it cannot be confirmed whether these factors played a role in the event, as the device was not returned for investigation.

Event description:
It was reported that the perclose proglide device attempted pre-close placement through a 6f access site of a mildly calcified and moderately tortuous right common femoral artery before an endograft deployment procedure. Reportedly, as the suture was pulled taut, the suture pulled out of the vessel. The device was removed and the suture of a second proglide device was deployed in the vessel. The access site was upsized to accommodate an 18f procedural sheath. After completion of the endograft deployment, arteriotomy closure with the second proglide device suture was attempted; however, as the knot was advanced to the arteriotomy, the suture broke. The suture was removed and a third proglide device was successfully deployed and used to achieve hemostasis. There were no reported adverse patient effects. The physician stated that he did not believe there was an issue with the devices. The physician is in-training in the use of the perclose proglide. Though requested, no additional information was provided.